Event description:
The customer reported via phone call that they received a motor error alarm during a bolus delivery. Customer's blood glucose was 148 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during failure analysis. However, unable to prime the insulin pump during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window.